Event description:
Placement of dual chamber implanted catheter on 8/28/96. Replacement necessary due to thrombosis. Catheter was managed by pt and home health agency. Catheter also leaking proximally into subcutaneous tissue.